Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they don¿t think their device is working properly, and they want to have it checked. They stated that they turn the device off when they don¿t have pain. The patient indicated that they put their stimulation at 2.0v, but they can¿t go any higher or else it hurts and affects their feet and toes. They also mentioned that their battery keeps depleting fast. They explained that it lasts a week to a week and a half. The patient stated that they turned their stimulation on the day of the report, but they are still sore, so they are wondering if it is working. They explained that they turn on the stimulation whenever they feel pain. The patient stated they have had 2 falls, one back in (B)(6) 2017 when they feel on the ice, and once more after that. They are afraid they don¿t know if something happened to the device when they fell. A message was sent to a manufacturing representative to call the patient about having their device checked. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2017-08-07 confirmed that the issue had been taken care of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the representative interrogated the battery to check for high impedances. Upon seeing that the system was working normally, they worked with the patient to provide a more tolerable stimulation pattern/intensity on (B)(6) 2017. The representative believed that the cause of the battery not working properly and depleting quickly was due to a level of stimulation that was too intense. The representative decreased his rate and active electrodes, and titrated the amps to comfort. He has since felt much better about the therapy. The patient¿s weight was no provided. No further complications were reported/anticipated.